Event description:
The hcp reported that the patient had been seen at the clinic and the battery was determined to be at end of life; the device was in a power-on-reset condition. The patient had experienced symptoms of muscle rigidity without therapy benefit control. The current battery level was unknown. In april 2007, the battery voltage had been 2.56v; a current battery status check had been anticipated on 03/12/2008. The device was returned back on by the hcp and the patient received stimulation therapy benefit. The patient indicated a need to travel within a few days. The hcp would advise no travel because the device implant duration had exceeded the calculated battery longevity estimate of 27 months. Additional information has been requested from the physician.

Manufacturer narrative:
The serial number is included in the range for the medtronic kinetra implantable neurostimulator, class 2 recall.